Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility reportedly acquired this scope from a third party entity. As part of our investigation, a review of the instrument¿s history was performed and found no service/repair record since the date of purchase on (B)(6) 2007. In addition, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined; however, the cf-h180al instruction manual does provide user¿s several warnings in an effort to mitigate device damage. ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Should any irregularity be observed after inspection, do not use it. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the bending section of the scope broke and caused the internal wire to protrude through the bending section cover. There was no patient injury reported. No further information was provided.